Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms. The customer's blood glucose (bg) level at the time was 65 mg/dl; however, the contact reported that the low bg was related to physical activity and not believed to be related to the temperature alarm. The customer was to use insulin injections for insulin therapy.